Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected and a request was made for technical services to review the device data. Data analysis confirmed the device was exhibiting premature depletion and device replacement was recommended for within 90 days. It was noted that if additional time was needed, a new replacement window could be provided in june. No adverse patient effects were reported. The device remains implanted and in service. At this time, the physician plans to monitor the patient and device in the remote monitoring system, with a follow-up in the clinic in (B)(6) 2023.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected and a request was made for technical services to review the device data. Data analysis confirmed the device was exhibiting premature depletion and device replacement was recommended for within 90 days. It was noted that if additional time was needed, a new replacement window could be provided in june. No adverse patient effects were reported. The device remains implanted and in service. At this time, the physician plans to monitor the patient and device in the remote monitoring system, with a follow up in the clinic in (B)(6) 2023. Additional information was provided. The patient is being followed on latitude and the physician plans to monitor the device remotely until the patient is seen in the clinic in august. Technical services reviewed the most current data and provided a new 90-day replacement window ending (B)(6) 2023. The sales representative can contact technical services in july to review the data again and provide a new window. No adverse patient effects were reported. The device remains implanted and in service. In may, technical services reviewed the most current data in latitude and provided a new replacement window ending on (B)(6) 2023. In june, the current data was reviewed and the new replacement window ends on (B)(6) 2023. It was noted the remaining longevity was now 7%. The device remains implanted and in service. A new remote interrogation was performed on (B)(6) 2023 and the remaining longevity had decreased to 5%. Technical services reviewed the new data and provided a new 90-day replacement window that ended (B)(6) 2023. It was noted the device could declare elective replacement indicator (eri) and end of life (eol) battery status within the replacement window. The device remains implanted and in service. It was later reported that the device was explanted and replaced in august. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected and a request was made for technical services to review the device data. Data analysis confirmed the device was exhibiting premature depletion and device replacement was recommended for within 90 days. It was noted that if additional time was needed, a new replacement window could be provided in june. No adverse patient effects were reported. The device remains implanted and in service. At this time, the physician plans to monitor the patient and device in the remote monitoring system, with a follow up in the clinic in (B)(6) 2023. Additional information was provided. The patient is being followed on latitude and the physician plans to monitor the device remotely until the patient is seen in the clinic in august. Technical services reviewed the most current data and provided a new 90-day replacement window ending (B)(6) 2023. The sales representative can contact technical services in july to review the data again and provide a new window. No adverse patient effects were reported. The device remains implanted and in service. In may, technical services reviewed the most current data in latitude and provided a new replacement window ending on (B)(6) 2023. In june, the current data was reviewed and the new replacement window ends on (B)(6) 2023. It was noted the remaining longevity was now 7%. The device remains implanted and in service. A new remote interrogation was performed on (B)(6) 2023 and the remaining longevity had decreased to 5%. Technical services reviewed the new data and provided a new 90-day replacement window that ended (B)(6) 2023. It was noted the device could declare elective replacement indicator (eri) and end of life (eol) battery status within the replacement window. The device remains implanted and in service. It was later reported that the device was explanted and replaced in august. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion (bd) alert in the remote monitoring system. Premature battery depletion was suspected and a request was made for technical services to review the device data. Data analysis confirmed the device was exhibiting premature depletion and device replacement was recommended for within 90 days. It was noted that if additional time was needed, a new replacement window could be provided in june. No adverse patient effects were reported. The device remains implanted and in service. At this time, the physician plans to monitor the patient and device in the remote monitoring system, with a follow up in the clinic in (B)(6) 2023. Additional information was provided. The patient is being followed on latitude and the physician plans to monitor the device remotely until the patient is seen in the clinic in august. Technical services reviewed the most current data and provided a new 90-day replacement window ending (B)(6) 2023. The sales representative can contact technical services in july to review the data again and provide a new window. No adverse patient effects were reported. The device remains implanted and in service. In may, technical services reviewed the most current data in latitude and provided a new replacement window ending on (B)(6) 2023. In june, the current data was reviewed and the new replacement window ends on (B)(6) 2023. (B)(4). The device remains implanted and in service.